Event description:
Clinical study. Same case as MFR # 6000089-2004-00862, 00863, 00861, 00865. After a drug eluting stenting treatment procedure the pt's cardiac enzymes met criteria for suffering a myocardial infarction. Target lesion 1 was identified in the 3rd ob. Marg. (Om3) with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 (om3) was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the dist. Cx with 80% stenosis and a 2.7 mm reference vessel diameter. Target lesion 2 (dist cx) was treated with a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 3 was identified in the prox cx with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 3 (prox cx) was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 4 was identified in the 1st ob marg with 60% stenosis and a 2.5 mm reference vessel diameter. Target lesion 4 (om1) was treated with a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 5 was identified in the prox lad with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 5 (prox lad) was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. Following the procedure, the pt's cardiac enzymes were elevated, meeting guideline criteria for myocardial infarction. The pt was discharged 2 days later on plavix and asa. Causality to taxus stent: probable per physician.